Event description:
It was reported that that upon a review of this pacemaker, it was noted that there appeared to be occassional undersensing on the right atrial channel during atrial fibrillation (af) while this device was appropriately in atrial tachy response (atr) mode. Technical services (ts) reviewed the device data and recommended possible sensing sensitivity adjustments. This device remains in service. No adverse patient effects were reported.